Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
On (B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported dislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead remains implanted, but is dislodged. Clinician (B)(6) reported that the ra lead is dislodged. Patient reportedly refuses lead revision. Lead remains implanted. Should additional information become available, it will be added to this file.